Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
Event occurred in china it was reported that the patient experienced infusion set fell off event during use on (B)(6) 2026 causing hyperglycemia. The high blood glucose was treated by pump.